Event description:
The saphenous vein graft (svg) and the right posterior descending artery (rpda) were successfully wired after using three guide wires including miraclebros 6 and choice pat xs (both not mfg by angioscore). The difficult lesion was ballooned 5 times with the abbott trek balloon to a maximum of 16 atmospheres (atm). This was followed by an angiosculpt ex device that was inflated 4 tims to a maximum of 26 atm. When physician attempted to remove the balloon, it seemed stuck on the angioplasty wire which required balloon and wire removal to retrieve.

Manufacturer narrative:
The angiosculpt device was returned for eval with a portion of the guide wire (not mfg by angioscore). The floppy end of the guide wire was caught on the distal ring of the scoring element. A large section of the guide wire was very thin due to the severe uncoiling of the guide wire. Due to the handling of the device, the guide wire separated near the distal end of the floppy section. The distal floppy end of the guide wire remained intact to the distal ring of the scoring element. One distal scoring element ring was lifted. During the rotation of the device, one scoring element strut broke at the intermediate bond. The intermediate bond was damaged and the ex port was slightly lifted. No portion of the scoring element broke away from the device. There was no separation of any portion of the device. The device was used off-label by exceeding the rated burst pressure (rbp) of 18 atm. Angioscore instructions for use (IFU) states that the balloon pressure should not exceed the rbp. According to the instructions for use (IFU) for angiosculpt scoring balloon catheter, retained device components is listed as a possible adverse effect of the procedure. The portion of the returned guide wire is not mfg by angioscore.